Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes,. D10: returned to manufacturer on: 22-mar-2023. H6: investigation summary: customer returned 87 unopened 32g 4mm pro pen needles in a shelf carton from lot# 2200706 and 3 opened 32g 4mm pro pen needles loose. It was reported by customer that " pen needle will not attach to the insulin pen." All the returned pen needles were visually inspected and observed no issues. Pen needles (30) were attached and detached using pen injector and observed no defects with attach/detach. Hence, alleged issue could not be confirmed based on the samples return for the investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure. The root cause cannot be determined as the issue is unconfirmed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle would not attach to the insulin pen due to the hub spinning and not tightening. The following information was provided by the initial reporter: "consumer reported that the pen needle will not attach to the insulin pen. He stated that the needle hub spins and will not tighten."

Event description:
It was reported that the bd nano¿ 2nd gen pen needle would not attach to the insulin pen due to the hub spinning and not tightening. The following information was provided by the initial reporter: "consumer reported that the pen needle will not attach to the insulin pen. He stated that the needle hub spins and will not tighten."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.